Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased thresholds and an x-ray confirmed the lead was fractured near the suture sleeve. The device was replaced for normal battery depletion and the lv lead programming was changed to not use the lv lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead exhibited low pacing impedance measurements of 300 ohms. To date, no adverse patient effects have been reported.